Manufacturer narrative:
At this time, the product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized following a syncopal episode. The patient is pacemaker dependent and upon interrogation there was evidence of oversensed noise and pacing inhibition with asystole greater than two seconds in duration. There was no evidence of lead fracture upon x-ray. The device was reprogrammed and remains in service. A copy of the device's memory was analyzed by boston scientific technical services (ts) who determined that there was evidence of oversensing of the device's minute ventilation (mv) signal causing pacing inhibition and asystole of up to seven seconds in duration. Ts also noted that in (B)(6) 2015, there was evidence of oversensing of the mv signal resulting in asystole of up to ten seconds in duration. Ts suspects either a lead issue or a suboptimal connection. Surgical intervention was performed and the device was explanted without incident.